Event description:
Received a report of an event in 2005 that stated "when relative is unhooking bloodline from central line, can't get the bloodline to separate from the central line (arterial side only). Additional info was received same year from the pt's relative. According to her, when attaching the arterial end of the bloodline to the catheter she notices when she pushes it in it's difficult and when she wants to disconnect from the central line she couldn't disconnect. The pt was admitted to the hosp in 2005 for blood sepsis. The pt was treated with IV vancomycin and another antibiotic for 2 weeks according to the pt's relative. The pt was discharged to home in 2005. The pt is continuing hemodialysis at home and is doing well with no further ill effect or infection related to this incident. A sample is available.